Event description:
Customer called to report that she was in her way to the hospital because she had high blood glucose and felt like she was having a stroke. The blood glucose reading was 438 mg/dl. Customer stated that her insulin pump was constantly alarming empty reservoir and was not delivering the insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.